Event description:
It was reported that a homechoice (hc) device was not communicating. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for evaluation. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. As the reported problem was unknown it could not be confirmed. During the event history log review there were no keystrokes, programming, or use related events identified that would indicate and/or contribute to the problem. No abnormalities were identified during visual inspection of the device. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After further investigation, it was reported that the reported problem was identified through the event history log as a reload the set 137 alarm. The cause of the problem was determined to be the membrane gasket. The gasket was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.